Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the handset screen shows data has been lost, contact clinician. The patient was still able to charge their implant, but could not access their therapy settings. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.